Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) effluent sample bags leaked at the connection to the transfer set. A third bag was used with no further issues. This was observed during patient draining. There was no patient injury or medical intervention associated with this event. No additional information is available